Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the customer called an isi technical support engineer (tse) and reported a c-30 error on screen when using monopolar energy. The site had changed the cord with no change. Tse had the site restart the erbe generator and change out the energy instrument with no change. The customer opted to convert the procedure. No further troubleshooting steps was performed. The procedure was converted to laparoscopic and completed with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) with a new iesu generator to correct the reported c-30 error. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the erbe generator involved with this complaint and completed the device evaluation. The unit was placed on an in-house system and was run in normal mode. The c-30 error due to monopolar activation was confirmed and reproduced during testing.a log review was performed and it was confirmed that this appendectomy procedure was performed on (B)(6) 2022 on system sk4166. A review of the site's system logs for the reported procedure date was conducted by the tse to reveal the c-30 message indicating the hf voltage measurement value being too high.this complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to a c-30 error on the integrated electrosurgical unit (iesu). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.blank MDR fields:follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.device expiration date for section d4 was left blank.field d6 is blank because the product is not implantable.information for the blank field in section e4 is not available.fields g5 and g7 are not applicable.